Event description:
It was reported that a patient incident occurred during a colonoscopy to remove polyps. An argon plasma coagulator (model not reported) was being used with the erbe filter integrated argon plasma coagulation (fiapc) probe. No other information was provided regarding any other accessory used or the equipment settings. During argon plasma coagulation, the argon beam "sprayed sideways, and the argon gas did not come out from the front end correctly, and failed to cauterize the colon polyp accurately, but cauterized the tissue next to the polyp" per the report, it appears that another fiapc probe was used and the procedure was successfully completed. Finally, there no report of any additional treatment needed to address the issue.

Manufacturer narrative:
The device was not returned to erbe for an evaluation. No issues were found in a review of the products device history record (DHR). The provided investigation report concluded that "the cause of the incident was the blockage of the argon electrode, which may be caused by incomplete disinfection of the argon electrode or inadvertent blockage of the tissue to the pipeline." Argon plasma coagulation is a non-contact modality. Per a warning in probe's notes on use, "risk of mechanical tissue perforation- probe tips that are pressed against tissue can unintentionally perforate it. The thinner the probe tip, the greater the risk. Avoid all contact between the probe tip and tissue." Erbe USA, inc. Is now closing the file on this event.